Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were received emergency medical services and hospitalized for low blood glucose. Blood glucose reading was 25 mg/dl. The customer stated they making weird noise and coma. The customer was treated with intravenous fluid at the hospital. Troubleshooting for the customer¿s low blood glucose was declined. The insulin pump will not be returned for analysis.